Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to 2 cycles to the bilateral flanks with a coolcurve+ applicator on (B)(6) 2016, 1 cycle to the lower abdomen with a coolmax applicator on (B)(6) 2016, 1 cycle to the lower abdomen with a coolmax applicator on (B)(6) 2017, unspecified area on (B)(6) 2017, and the patient was treated to the abdomen with ultraspeed procedure on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) with onset symptoms 2 months after first treatment. Provider diagnosed pah on (B)(6) 2018 at follow up appointment. Pah was described as tissue in the lower abdomen and flanks as firmer than the normal fat. The patient reported he had coolsculpting treatments by another coolsculpting provider, and has concerns his treated areas (lower abdomen and flanks) are worse than before treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to 2 cycles to the bilateral flanks with a coolcurve+ applicator on (B)(6) 2016, 1 cycle to the lower abdomen with a coolmax applicator on (B)(6) 2016, 1 cycle to the lower abdomen with a coolmax applicator on (B)(6) 2017, unspecified area on (B)(6) 2017, and the patient was treated to the abdomen with ultraspeed procedure on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) with onset symptoms 2 months after first treatment. Provider diagnosed pah on (B)(6) 2018 at follow up appointment. Pah was described as tissue in the lower abdomen and flanks as firmer than the normal fat. The patient reported he had coolsculpting treatments by another coolsculpting provider, and has concerns his treated areas (lower abdomen and flanks) are worse than before treatment.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to 2 cycles to the bilateral flanks with a coolcurve+ applicator on (B)(6) 2016, 1 cycle to the lower abdomen with a coolmax applicator on (B)(6) 2016, 1 cycle to the lower abdomen with a coolmax applicator on (B)(6) 2017, unspecified area on (B)(6) 2017, and the patient was treated to the abdomen with ultraspeed procedure on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) with onset symptoms 2 months after first treatment. Provider diagnosed pah on (B)(6) 2018 at follow up appointment. Pah was described as tissue in the lower abdomen and flanks as firmer than the normal fat. The patient reported he had coolsculpting treatments by another coolsculpting provider, and has concerns his treated areas (lower abdomen and flanks) are worse than before treatment.